Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of eye irritation, nose irritation, skin irritation, dizziness or headache, kidney disease/toxicity and kidney damage. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In this report h11 is updated as follows: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, dizziness or headache, kidney disease/toxicity and kidney damage. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. In box d: product brand name, model number, catalog item identifier, product UDI has been updated. In box h: device problem code grid, remedial action init, recall (z) number has been updated